Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operatively that the patient experienced perforation and tamponade. The patient was taken to the operating room to "fix" the perforation. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.